Event description:
Physician described that patient presented with slight cervical screw backout after suffering from a fall to the head and neck area. Corrective procedure was not performed and will undergo more frequent monitoring and imaging to continue to monitor patient. The submission of a report or related information to the FDA and its release by FDA, does not necessarily reflect a conclusion by the party submitting the report or the FDA that the report or information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.